Event description:
It was reported that during a lap. Chole procedure the clip applier closed on the cystic duct and would not open. Surgeon had to cut clip applier off of the duct. Unknown how the cse was completed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.